Event description:
It was reported that suture placement of a proglide device was successful in the left common femoral artery using the preclose technique prior to an electrophysiology ablation procedure using an impella device. The arteriotomy was 6f and the vessel was mildly calcified. It was reported that a cuff miss occurred during attempted suture placement of a second proglide device using the preclose technique. A third proglide device was used for successful suture placement prior to the interventional procedure. The interventional procedure was completed and hemostasis was achieved with the sutures of the successfully deployed proglide devices. It was reported that a cuff misses occurred during attempted suture placement of two proglide devices in the right common femoral artery using the preclose technique. The arteriotomy was 5f and the vessel was mildly calcified. This access site was used to snare a wire from the opposite side access site, the arteriotomy was then successfully closed with another proglide device prior to the electrophysiology ablation interventional procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other two proglide devices referenced are being filed under separate medwatch MFR numbers. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. Because key components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Seventeen unused sterile proglide devices with the same lot number, 30328k1, as the complaint device were returned for evaluation. A random sampling of thirteen devices were tested. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.